Event description:
It is reported that a customer has scar tissue that is causing the customer to get no deliveries from their insulin pump which results in the customer to have high blood glucose. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump passed basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. No unexpected no delivery alarms were noted. Unit received with cracked case at display window corners, reservoir tube, reservoir tube lip, reservoir tube window and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.